Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that her blood glucose level was between 50 and 130 mg/dl. Customer had a blood glucose level of 300 mg/dl and lowered the blood glucose by treatment. Customer's blood glucose level is currently 200 mg/dl and sensor glucose is 99 mg/dl. Sensor glucose and blood glucose difference is not within an acceptable range. Customer's cal factor was not within a range for optimal calibration. Customer was advised to wait at least 2 to 4 hours, then turn the sensor feature back on and perform reconnect old sensor. Customer was advised not to calibrate on a sensor alert. Customer will be shipped a replacement sensor. Customer did not treat until after the calibration. Customer was advised that the sensor may be staying low because it started low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.